Manufacturer narrative:
UDI was corrected.

Manufacturer narrative:
The surgeon reported that at the time of implant surgery, the patient developed significant bone growth that the surgeon had to remove to place the devices. The surgeon stated the devices fit as intended, but the patient dislocated. The surgeon has placed the patient in mmf and plans to treat the patient soon.

Event description:
The patient's right tmj devices are dislocated.